Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that dirt (foreign matter) could be confirmed inside the light guide lens, but the dirt (foreign matter) could not be identified. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. It is likely that the adhesive around the light guide lens has peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used, and moisture has entered the light guide lens. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During visual examination, the following additional issues were found: the control unit was discolored; the hand grip was scratched; the switch box was scratched; the air/water cylinder was missing the color indicator; the suction cylinder was missing the color indicator; both directional knobs were discolored; the electrical connector was dirty due to water leakage; the connecting tube was scratched; the forceps elevator was corroded; the universal cord was scratched; and the forceps skipped/swayed on the upper half of the endoscopic image due to a frayed knob wire. Functional testing was performed; this showed the forceps would skip or sway on the upper half of the endoscopic image due to a frayed forceps elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An evis exera ii duodenovideoscope was returned for maintenance with no complaint issue reported. During routine inspection of the device by olympus, foreign material was found on the inside of the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. No adverse effects to patient reported.